Event description:
It was reported that this implantable pulse generator was suspected to be depleting prematurely as the device declared a code 1003 indicative to voltage too low for remaining capacity. The patient is not pacemaker dependent and was hospitalized and listed for immediate replacement. The device was successfully explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.